Manufacturer narrative:
(B)(4): occlusion is labeled in IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to occlusion, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring of lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
On (B)(6) 2010, a (B)(6) male pt underwent urgent aaa repair for impending rupture. The pt's left common iliac artery was slightly tortuous but the pt's anatomical form was suitable for endovascular repair and the procedure was performed as labeled. The procedure consisted of placement of a zenith main body graft, two zenith iliac leg grafts, and was conducted without reported incident. At the follow-up a week after the initial procedure, stenosis of the left iliac leg graft due to the tortuous anatomy was confirmed. It was not occluded. On (B)(6) 2010, occlusion of the left iliac leg graft was confirmed at the follow-up. On (B)(6) 2010, fem-fem bypass was performed. Sometime between (B)(6) 2010 and (B)(6) 2010, the pt discharged from the hosp without any problem.